Event description:
It was reported to nova biomedical that a consumer received a result of 40 mg/dl on their blood glucose meter. The consumer immediately tested again using the same meter and test strips getting a result of 88 mg/dl. The consumer alleges having control tested her test strips when they were opened and at the test strips control solution fell into range. During the call to customer support, it was revealed that the consumer did control solution test their test strips for integrity before use as instructed in our directions for use and the test strips was determined to be in range. The difference in the readings was determined to be clinically significant. The test strips will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.